Event description:
A intimate area the thread of the tampon is unraveled [device breakage]. It was not completely pushing in by the applicator - tampon [device deployment issue]. I needed to do it manually- tampon [device use error]. Case narrative: consumer reported via phone that thread was unraveled and tampon would not insert with the applicator; had to insert manually. No injury reported.

Manufacturer narrative:
A product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
A intimate area the thread of the tampon is unraveled [device breakage] it was not completely pushing in by the applicator - tampon [device deployment issue] I needed to do it manually- tampon [device use error] case narrative: consumer reported via phone that thread was unraveled and tampon would not insert with the applicator; had to insert manually. No injury reported.

Event description:
A intimate area the thread of the tampon is unraveled [device breakage] it was not completely pushing in by the applicator - tampon [device deployment issue] I needed to do it manually- tampon [device use error] case narrative: consumer reported via phone that thread was unraveled and tampon would not insert with the applicator; had to insert manually. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.